Event description:
Information received by medtronic indicated that there was a leak from the hemostatic valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. No patient complication was reported.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the shaft was kinked at 2.40 inches from the tip. Kink was preventing a smooth steerability when a test catheter was inserted. The reported issue has been confirmed through testing. Air aspiration was observed when a test catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.